Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the patient reported intermittent lightheadedness and palpitations. An interrogation showed noise and high impedance on the right ventricular (rv) lead. A fracture was suspected. The lead was capped and replaced. The physician stated that the device battery depletion may have been accelerated by the lead performance. The device was explanted and replaced. No patient complications have been reported as a result of this event.